Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the they enter a blood sugar reading or carbohydrate count at times when holding button down it just stopped, battery life was very short which results in changing battery every 3-4 days. Customer stated the screen on the brightest setting however screen was somewhat dim. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test and passed displacement test. Device received with all operating currents within specification. No unexpected low battery alarm anomalies noted. No unexpected back light alarm anomalies noted. (B)(4).